Event description:
It was reported the right ventricular (rv) lead had decreased impedance and increased thresholds. It was also indicated there was an episode of the rv lead losing capture and the auto capture of the device did not increase the threshold. The device also reached elective replacement indicator (eri) and was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.